Manufacturer narrative:
Device evaluated by manufacturer? No - the device for this complaint was not returned for evaluation. However, the lens was returned and visual inspection of the product found the lens torn into two pieces, with a piece missing. The lens was returned dry and there was evidence of clear surgical residue. Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4). Injector not returned.

Event description:
The reporter stated an aa4203tl toric silicone single piece lens, 13.0 se/2.0 diopter, was damaged while being loaded. There was no patient contact and the backup lens was implanted. The reporter stated the cause of the event may have been due to the msi-tr injector.